Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a missing retainer, a missing reservoir tube o-ring, a scratched case, a faded serial number label, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window. Analysis was unable to perform the displacement test due to the missing retainer.

Event description:
It was reported via phone call that the insulin pump had cracked casing near the reservoir thread. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller could not verify how the damage occurred; they confirmed that the device was not bumped or dropped. The insulin pump was returned for analysis.